Event description:
It was reported that sometime post a port placement, the image confirmed that a subcutaneous leak had allegedly occurred and there was no sign of damage to the catheter. It was further reported that the patient allegedly had discomfort during infusion and also in pain. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter and a safety wing infusion set and a syringe were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Upon infusion, pressure was felt, and no water was observed exiting the distal end of the attached catheter. Upon further evaluation, the clamp of the infusion set was found to be engaged. The clamp was disengaged, and the port was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. Therefore, the investigation is inconclusive for the reported fluid leak as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway h11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the image confirmed that a subcutaneous leak had allegedly occurred and there was no sign of damage to the catheter. There was no reported patient injury.